Event description:
A consumer reported experiencing glare and seeing halos following intraocular lens (iol) implant surgery. She stated that before surgery, she experienced glare from oncoming car lights; and now, after surgery, she is experiencing glare with all lights and that wearing dark glasses does not help. In a f/u, the surgeon reported that the events continue, but are expected to resolve without treatment. The surgeon also reported noting posterior capsule opacification (pco).

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history records review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/17/2010 and 02/22/2010 by phone, fax, and mail. The completed questionaire was received on 03/08/2010. (B) (4). (B) (4). (B) (4).